Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image due to a damaged connector on the xenon light source. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (unmarked user facility). Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/27/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, no image when connecting the 290 scopes occurred due to output connector failure. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited no image when connecting the 290 scopes. There were no reports of patient involvement.